Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation conclusion: a DHR was performed, quality notification and maintenance analysis and no occurrences related to the occurrence observed. The picture sent by the customer was verified and it was possible lid missing. This occurrence is potentially related to an operational failure during packaging process. Production line operators will be notified of the occurrence. Recorded in note (B)(4). The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that 3 sharps coll ii bd 13l experienced missing lids. The following information was provided by the initial reporter: absence of lids.